Event description:
It was reported that during reprocessing the duodenovideoscope exhibited a burnt forceps elevator stand.there was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The event (2) is detectable and preventable by handling device in accordance with the following IFU. 3.3 inspection of the endoscope. 4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.